Event description:
On (B)(6) 2013, a reporter for the lay user/ patient (who lives in haiti) contacted lifescan (lfs) alleging the patient¿s onetouch surestep meter would not power on. The medical surveillance specialist (mss) was unable to reach the lay user/patient or reporter for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual management routine. After the start of the alleged issue, the reporter claimed the patient developed a symptom of vomiting. The patient reportedly went to the emergency room (ER). Treatment was not specified. The patient¿s blood glucose was tested with the ER/ hospital meter; however, results were not specified. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient may have received medical intervention at the emergency room (ER) after the reported issue began.